Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The device has been returned to the manufacturer for evaluation. The investigation is confirmed for positioning failure and misfire. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem14100 endovascular stent graft allegedly experienced positioning failure. This information was received from one source. The event involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem14100 endovascular stent graft allegedly experienced positioning failure. This information was received from one source. The event involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.